Event description:
The user facility reported that an operator was burned by sterilant when she removed the cup from the unit.no procedural delays or cancellations have been reported. No property damage was reported.

Manufacturer narrative:
Investigation in process.

Manufacturer narrative:
The steris service technician arrived on site, and interviewed the affected personnel. The user facility staff stated that an endoscope was being processed after completion of a patient procedure. The cycle aborted because the incoming water temperature was below 43c. The employee contacted (B)(6) while removing the s40 cup from the system 1e. The skin on her arm and hand turned white, and she sought medical treatment. No other information was released. The facility declined to disclose if the employee was wearing ppe, as instructed in the system 1e operator manual. The technician inspected the unit, and ran diagnostic and processing cycles. The system 1e functioned within normal specifications. However, the technician noted that historically the user facility has on-going issues with meeting the minimum incoming water temperature requirement of 43c. The user facility has contracted a third party to install small water heater units for their system 1es. The steris account manager made several offers to the customer to provide an in-service on proper ppe and operation of the unit. The customer declined.